Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient who was receiving morphine 7.0mg/ml at 1.0 mg/day via an implantable pump for unknown indications for use. It was reported that the patient underwent a pump replacement surgery on (B)(6) 2024 due to her previous pump reaching eri at which everything was normal. The hcp was able to aspirate the catheter smoothly and thoroughly with the new pump before placing the pump back to the pocket. After experiencing withdrawal symptoms and confirming the pump itself was working properly, the patient underwent a catheter study on (B)(6) 2024, at which the hcp was unable to aspirate the catheter. Patient was scheduled for a catheter revision to determine and rectify the issue. On the date of the catheter revision surgery, it was discovered that there was a kink in the pump portion of the catheter that was causing the disruption in therapy. The hcp removed the segment of catheter that contained the kink and reconnected the catheter using a new collet, then reconnected the catheter to the pump. He was able to aspirate smoothly through the catheter access port (cap), confirming patency before placing the pump back and closing. Patient's issues remain resolved since then with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-may-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) and confirmed with the healthcare provider (hcp) reporting that the segment of catheter with the kink in it that was removed from the patient¿s body was discarded by customer. The issue had been resolved.